Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-1293, 1295. The pt has two 3186 leads implanted with the same lot numbers. It was reported the pt is no longer receiving stimulation in her cervical scs system or from her right lumbar lead. An sjm rep met with the pt and lead diagnostics were normal for the cervical leads and multiple invalid contacts on one lumbar lead. The pt falls on a weekly basis, and does not recall exactly when she stopped feeling the stimulation. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.